Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer states that the head section of the bed is slipping about a inch. The dealer states that the patient was complaining of a creaking noise when she first received the bed and they thought it was because the bed was new.

Event description:
The dealer states that the head section of the bed is slipping about a inch. The dealer states that the patient was complaining of a creaking noise when she first received the bed and they thought it was because the bed was new.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The device was not set up to test under load and could not duplicate the issue.